Event description:
Customer reported there is intermittently no image, and the system is displaying low ma and low kv errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the ps1 power supply and adjusted the workstation 5v power supply. System operates as intended. This MDR is related to ge healthcare.